Manufacturer narrative:
The device eval is not yet complete. A f/u report will be submitted when the eval is complete.

Event description:
The customer indicated that their acuity central station did not power on after the cpu unexpectedly shut-down. This resulted in a temporary loss of centralized monitoring, however, bedside monitoring was not affected.